Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) and coronary sinus lead were not implanted. During the attempted procedure, the lead measured high, out-of-range impedance through a pacing system analyzer (psa), despite multiple measurements taken. The lead was removed and a second lead was implanted and inserted into the device header. The resulting impedance was also high; however, when a new device was connected to the replacement lead, impedances normalized. The initial device was returned for laboratory testing.